Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Mitral leaflet injury in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. The tf training manual provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guide catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the cause of the mitral leaflet is unknown; however, the mechanisms described above and device manipulation may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure with a 23 mm sapien 3 valve in the aortic position, a perforation in the mitral valve occurred. The valve was implanted in a final 80:20 aortic/ventricular position as intended. There was no damage in annulus or structure around annulus; however mitral regurgitation (mr) was observed. Hemodynamics became unstable. Perforation in mitral valve was suspected and thoracotomy was executed. Perforation in a2 area of mitral valve was confirmed and surgically repaired with a patch. Mr was recovered to mild, which was pre-existing.